Event description:
Customer reported via phone, the buttons on the insulin pump were unresponsive. Before the buttons were really hard to press and customer had issues delivering a bolus. After pressing the buttons for ten minutes the device alarmed. Customer's blood glucose was unknown. The customer didn't recall any significant event which may have caused the device to alarm, device wasn't event bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer agreed to return he device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and stained end cap sticker.